Event description:
Reference number (B)(4). Event occurred in germany it was reported that the patient's husband that the patient has several inflammations at the infusion sites with small nodules and indurations. The nodules would disappear after a while. With regard to the indurations, the physician said that if they did not resolve on their own, surgery would be necessary. Causal relationship was not reported. The reporter did not know whether there was a connection. No further information available.

Manufacturer narrative:
H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.